Event description:
Surgeon impacted tibia aggressively and after the tray was seated noticed a split in the tibia bone. Surgery extended when bone clamp and cortical screws were implanted to stabilize the fracture.